Event description:
It was reported that the patient's thalamic lead was no longer working and had to be replaced. Impedance values showed that the lead was not functioning. Preoperative x-rays showed no evidence of lead fracture. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model: 3389 lot#: unk implant: (B)(6) 2000 explant: unk. (B)(4).

Manufacturer narrative:
Analysis of lead model # 3389, lot # unknown found the insulation of the lead body was broken. No significant anomalies.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there were no clinical consequences after the lead replacement.

Event description:
The lead was explanted and replaced. No patient complication was reported. It was noted that the lead had been implanted for 12 years.